Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a v3 ring mixed 2 pack broke during use.

Manufacturer narrative:
Investigation results: 7-28-2025: returned product 1 v3 palodent universal ring (blue, new and improved v5 version) broken in half at the pivot point. Overmolding date codes ¿l¿ for december and ¿p¿ for 2024. DHR and retain evaluation to be conducted. (Nwv). 7-28-2025: final packaging product retains are not kept as per normal procedure. Ring over-molding & spring processing retains were reviewed and meet all inspection and functional criteria (first shot retains from each order where the quality techs have already tested/verified) as per 0290-ip-7.5-60-72 (spring processing) & 0290-ip-7.5-60-58 (over-molded rings). (Nwv). 7-28-2025: DHR for item#: 659760v, lot#: 09739335 has been pulled, reviewed, and attached to this case. DHR review did not indicate any production issues while packaging/labeling the palodent v3 univ 2 ring refil. Work order (B)(4) is the packaging work order which utilized 5 different over-molding of the springs to rings production work orders/runs for item#: 759870 (v5 ring universal ¿ palodent) lot#¿s: 09329085 (manufactured 12-2024), 09329086 (manufactured 12-2024), 09329088 (manufactured 12-2024), 09329090 (manufactured 12-2024) & 09329091 (manufactured 12-2024). The over-molding work order is only to mold the tynes to the spring. DHR reviews for both molding work orders did not indicate any production issues, nor any comments noted with all inspections performed and deemed acceptable by the operator(s) and quality as per 0290-ip-7.5-60-58. The springs themselves get processed on a different production work orders. The over-molding work order item#: 759870, lot#: 09329085 utilized spring processing item#: 120011, lot#: 09330835; item#: 759870, lot#: 09329086 utilized spring processing item#: 120011, lot#: 09330836; item#: 759870, lot#: 09329088 utilized spring processing item#: 120011, lot#: 09330838; item#: 759870, lot#: 09329090 utilized spring processing item#: 120011, lot#: 09330840 & item#: 759870, lot#: 09329091 utilized spring processing item#: 120011, lot#: 09330841. Dhrs for spring processing work orders have also been pulled, reviewed, and attached to this case as well. Spring processing dhrs did not indication any production issues, with all inspections were performed and deemed acceptable by the operator(s) and quality and meet all inspection/testing criteria including dimensional & functional specifications as per 0290-ip-7.5-60-72. (Nwv). 7-31-2025: DHR for item#: 403341, lot#: 09135225 has been pulled, reviewed, and attached to this case. DHR review did not indicate any production issues while packaging/labeling the v3 ring mixed 2 pack. Work order: (B)(4) is the packaging work order which utilized over-molding of the springs to rings production work order/run item#: (B)(4) (v5 ring narrow ¿ triodent) lot#: 08800397 (produced 07-2024). Overmolding DHR has also been pulled, reviewed, and attached to this case. DHR review did not indicate any issues in production, with all inspections performed and deemed acceptable by the operator(s) per 0290-wi-7.5-60-14 & 0290-ip-7.5-60-58. (Nwv). 7-31-2025: returned product 1 v3 triodent narrow yellow ring (new and improved design v5) with a tyne broken off as the customer describes. Overmolding date code confirmed ¿k¿ for november and ¿n¿ for 2022. Note that the returned product does not trace back to the item/batch number provided in case as the traceability to this information links to a overmolding production run for item#: 220003, lot#: 08800397 which was overmolded 07-2024. Due to the severity of the case, DHR review was conducted on the item/batch for the information provided. The traceability to the suspect product complained against cannot be identified.